Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9059682, medical device expiration date: 2020-02-29, device manufacture date: 2019-02-28. Medical device lot #: 9093706, medical device expiration date: 2020-03-31, device manufacture date: 2019-04-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube from lot # 9059682, and 1 tube from lot # 9093706 filled only "about 2 mls" during use. The following information was provided by the initial reporter: "we are having issues with 2 lots of product number 367986. The tubes only fill with about 2 mls and then stop. The lot numbers are 9059682 exp 2/29/20 and 9093706 exp 3/31/20."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications.: root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube from lot # 9059682, and 1 tube from lot # 9093706 filled only "about 2 mls" during use. The following information was provided by the initial reporter: "we are having issues with 2 lots of product number 367986. The tubes only fill with about 2 mls and then stop. The lot numbers are 9059682 exp 2/29/20 and 9093706 exp 3/31/20."